Event description:
It was reported that the patient presented to hospital post ICD implant due to receiving a vibratory alert. Multiple instances of non-sustained lead noise which appeared to be external emi noise were observed. The device undersensed some of the noise signals. The patient was pacer-dependent and was pre-syncopal upon deep inspiration. Programming changes were recommended and performed, but the noise and subsequent pauses continued. The lead was capped. Upon replacement, insulation anomaly was observed on the lead. The patient also required hematoma drainage. Successful dfts performed after lead replacement.

Manufacturer narrative:
No medwatch form was received.